Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for non -malignant pain. It was reported that the patient was having an unrelated ankle MRI scan. It was reported that the device had been ¿cut off¿ as the patient was getting ready to have it removed. The caller was not sure what the issue was with the system but believed it had just been turned off as opposed to being physically cut. The caller reported that they had operative notes that mentioned another manufacturer but when the caller called that manufacturer they did not have record of the patient therefore it was thought that the operative notes were referring to just an instrument used and not the implantable neurostimulator (ins). There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.